Event description:
I had really bad pain; couldn't sit on my butt. I was bleeding to death. I had to have it removed. The pain was unbearable and I couldn't stop bleeding, I was unable to have sex with it.